Manufacturer narrative:
On 23-dec-2020, mentor received additional information about the event: the suspect medical device was discovered to be intact. Medical device problem code a0412 no longer applies to this event. The patient had only her left breast prosthesis removed and it was replaced with a mentor memorygel breast implant 375cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture. Explantation month, day, and year: (B)(6) 2020. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by a physical exam. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.